Event description:
I have a st. Jude medical (aicd) automatic implantable cardiac device, that was implanted in 2008, with 5 year warranty. (B)(6) 2011, I was shocked twice consecutively from my device, causing me to fall twice. I was in the back of my pick-up truck at the time with one shock causing me to fall onto tool box in back of my trunk. When I realized what had happened I called ems. I was taken to (B)(6) in (B)(6) and the aicd rep from (B)(6) came to check my defibrillator and "tweaked it" and would give the results to my cardiologist dr. (B)(6), as dr.(B)(6) the electrophysiologist was out of town at the time. When dr. (B)(6) returned to town, he called wanting to schedule appt. He did some in office checking of my device then wanted to schedule me for stress echo, but ended up doing a nuclear stress test. These tests showed that my sensing lead was malfunctioning by episodes of t wave oversensing and r wave sensing causing me to get shocked. I was then admitted to (B)(6) in (B)(6) and dr. (B)(6), who had to insert another sensing lead wire in the same vessel as the malfunctioned one, increasing my risk of tearing my vessel, but they are unable to remove those after they have been in place for any length of time. I am also now suffering from post traumatic stress syndrome, as it had just started to sprinkle rain when I was shocked and initially I thought I had been struck by lightening. Now anytime it is storming, I become very anxious and short of breath. Also when I fell on the tool box, I broke my tail bone. My chiropractor has been readjusting my back quite frequently for this since then . Now even though it was still under warranty, st. Jude states they don't owe many compensations for time, medical expenses, or pain and suffering. It is also noted by dr. (B)(6) that "unfortunately, the records do not have details of the current device." Even though I had my st. Jude device card with me and info was given at initial treatment at (B)(6). Not real sure what this means.